Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. See scanned page.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose level was not impacted. The customer last interacted with the pump at dinner the night before.